Manufacturer narrative:
(B)(4). Date of event: unknown, assumed the 1st of the month the complaint was reported. Batch # r94m4e. The following information was requested, but unavailable: please clarify the event: misfired. Did the device fire any clips? Did the clips drop or eject from the jaws of the device? Were the clips malformed? How was the procedure completed? Was there any patient consequence? Device analysis: the analysis results found that the er320 device was returned and upon inspection the jaws were found to be in a misaligned condition. In addition, the tyvek was returned along with the instrument. In an attempt to replicate the reported incident, the device was tested for functionality; during the analysis, the instrument was cycled and it fed and formed 19 scissored clips due to the misaligned condition of the jaws. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, no anomalies were found. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. The reported complaint was confirmed. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device lot r4120v number, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device batch r94m4e number, and no non-conformances were identified.

Event description:
It was reported that during the procedure, the device misfired.